Event description:
During a procedure, the dr was tilting the table using the hand switch. When he released the tilt button, the table continued to 45 degrees then stopped. The hospital staff removed the pt from the table. No injuries to the pt were reported.